Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd 10ml syringe slip tip with bd precisionglide¿ needle had leakage issues. The following information was provided by the initial reporter: "blood leakage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd 10ml syringe slip tip with bd precisionglide¿ needle had leakage issues. The following information was provided by the initial reporter: "blood leakage."

Manufacturer narrative:
H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo, leakage was observed past the stopper. The returned sample observed leakage past the stopper and was subjected to the leak test. The returned sampled passed the leakage testing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As the team was not able to duplicate the nonconformance, a root cause could not be determined.

Event description:
It was reported bd 10ml syringe slip tip with bd precisionglide¿ needle had leakage issues. The following information was provided by the initial reporter: "blood leakage."